Event description:
It was reported that the patient alert was tripped by high impedance on the right ventricular superior vena cava (svc) coil about a year prior. The patient alert was turned off. At a recent office follow-up interrogation, the svc coil impedance was within normal limits but the in-office measurement was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed high resistance/impedance with 1 - patient alert for svc(hvx) lead z=102 ohms on (B)(6) 2011 03:00:04. The weekly high voltage measurement log data show various spike increases for max svc = 65 to 1304 ohms range between (B)(6) 2011 and (B)(6) 2012.